Manufacturer narrative:
As of this report, hill-rom has yet to receive any correspondence regarding resolution to this complaint. Therefore, hill-rom is unable to determine whether or not this issue has been resolved. The device has been removed from service, and placed in storage, until such time that it can be repaired. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section has unintentional movement.